Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery, and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 303 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back). As treatment, the patient administered a manual injection of insulin, and applied a new pod. The patient's blood glucose history are as follows: time: bg(mg/dl): 10:30, 275; 11:46, 303; 12:14, 296.

Manufacturer narrative:
The returned device was evaluated and the investigation found no abnormalities that would contribute to the reported improper insertion. A root cause for the reported event could not be determined. Excessive post use damage was observed to the top and bottom housing, as well as internal components. The download data generated an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. During investigation, the device was able to establish communication with the master pdm.